Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device was explanted and replaced. The device has not been returned for analysis. No additional adverse patient effects were reported.